Event description:
It was reported to medtronic neurosurgery that while performing a shunt revision surgery, the physician noticed that the implanted valve was full of blood and not draining. According to the report, the physician flushed the valve, and then performed monometer testing of the device which showed it was not working correctly. Reportedly, the physician replaced the valve before completing the revision procedure. According to the report, the pt was not injured and was said to be "doing well" following the procedure.

Manufacturer narrative:
The returned valve was patent and met the requirements for leak testing. However, the device did not meet the specifications for siphon, reflux, preimplantation, and pressure-flow testing due to the presence of both crystalline and proteinaceous debris within its interior. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. The instructions for use that accompany the device also caution that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.